Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 350 mg/dl. The customer stated that despite boluses with the pump, bg level did not lower. The customer took manual injections and bg level was reported to have lowered. A system check performed with tandem technical support indicated that the pump was operating as expected. The site was not inspected, as the customer did not have supplies at the time. A recommendation was made for the customer to change the site.